Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Product ID: 8785, lot#: hg3mjq0, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(4), ubd: 06-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 216.7 mcg/day) via an implanted pump. The indication for pump use was spinal pain and intractable spasticity. It was reported that the patient was reporting increased symptoms of spasticity. There were no environmental, external, or patient factors that may have led or contributed to the issue. The hcp aspirated from the cap (catheter access port) and it provided good flow. The hcp had also done dose adjustments and monitored the patient¿s symptoms. Ultimately, the hcp elected to replace the catheter. The catheter was replaced. Per the hcp, once the catheter was removed, he did not notice any issues with the catheter upon inspection. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.